Event description:
It was reported that this device was subsequently explanted and returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing five or six inappropriate shocks due to oversensing. A review of the device data identified smart pass was off due to low amplitude measurements. A boston scientific technical services consultant documented and discussed the clinical observations. Additional information was received from this patient who reported that she received a magnet from a boston scientific sales representative to program off her device. The patient heard tones and expressed concern in regards to the tones. A boston scientific technical services consultant informed the patient that the device will go back to pre magnet programming once the magnet is removed. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing five or six inappropriate shocks due to oversensing. A review of the device data identified smart pass was off due to low amplitude measurements. A boston scientific technical services consultant documented and discussed the clinical observations. Additional information was received from this patient who reported that she received a magnet from a boston scientific sales representative to program off her device. The patient heard tones and expressed concern in regards to the tones. A boston scientific technical services consultant informed the patient that the device will go back to pre magnet programming once the magnet is removed. No adverse patient effects were reported.